Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on another adc device. The customer did not notice a trend arrow on the device. The customer experienced symptoms of lost balance, disturbed consciousness, difficulty speaking, and verbal inconsistency. The customer unable to self-treat, a call was made to the fire brigade for assistance. During transport, a firefighter nurse conducted a capillary test, which showed a blood sugar level of 26 mg/dl. The patient was then transferred to the emergency room. Upon arrival at the hospital, an ECG was performed, and the patient received treatment of venous infusion hydration and a dextrose (dce) glucose injection from healthcare professional for the diagnosis of hypoglycemia. There were no reports of death or permanent impairment associated with this event. Sensor scan results of 250 mg/dl was compared to blood glucose tests of 39 mg/dl obtained on another adc device, which when the results are plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The sensor was worn for 14 days. It is unknown when these readings were obtained in relation to the reported adverse event.